Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose of 630 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin, blood pressure supports, had ¿cardiac workups done¿. The customer was released from the hospital on (B)(6) 2021 with possible kidney and cardiac muscle damage. The contact did not recall if damage report was permanent. The customer alleged the pump did not deliver basal rate insulin as intended. Tandem technical support did not confirm the reported allegation and the customer reported there was no issues with the supplies to report. Reportedly, the customer reverted to manual injections for continued insulin therapy.